Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during flushing a leakage was observed and after removing the catheter the nurse noticed a slit at 5 cm from the exit site. No problems for the patient, no medical interventions, and no change in treatment. PICC was later repositioned. No other information was provided.